Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site. Subsequently the patient was treated with multiple courses of antibiotics (dates not reported). On (B)(6) 2015, the patient was administered general anesthesia, the surrounding skin was undermined and the abutment was removed.